Event description:
On (B)(6) 2026, a patient underwent left breast biopsy procedure using a maxcore instrument. It was reported that the biopsy needle became stuck during puncture, ejecting only a single groove, while the outer sheath of the groove jammed and could not be deployed. The surgeon was required to perform multiple repeated punctures of the mass tissue. Additionally, after one intraoperative puncture, the front needle groove was observed to be bent, requiring manual straightening of the needle tip, which increased the risk of injury to the medical staff and later on was broken. No patient injury was reported.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd